Manufacturer narrative:
The investigation into the high purge pressure and the access site bleeding ¿ major issues has been completed since the original report was filed. The pump was returned for analysis. High purge pressure and purge blocked alarms were confirmed, which did not resolve during the case. During product review, kink was found along the catheter, biomaterial was found in the purge gap, the inflow cage, and above the impeller. The purge pressure did not reproduce after removing the when the biomaterial. The root cause of access site bleeding - major, was determined to be anticoagulation management related as reducing heparin resolved the issue. The root cause of high purge pressure was most likely biomaterial as pump ran successfully after clearing. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. During support, a purge pressure high alarm was noted on impella 5.5. In trouble shooting alarm the purge cassette was changed. The new purge disc was not detected although securely in place. After multiple attempts a new aic was turned on and the pump switched to the new aic. After switching to a new aic purge disc was detected but the patient continued to experienced purge pressure high alarms. Decision was made to remove the impella. It was further reported that at the beginning of impella support there was a small hematoma that formed above the impella site and heparin was stopped. Hematoma is controlled. The patient is stable.